Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with cefazlolin (2g, once a day, intraperitoneal and discontinued after 5 days ) and ceftazidime (2g, once a day, intraperitoneal and discontinued ) for the event. At the time of this report, the patient recovered from the event. No additional information is available.